Event description:
Reporter stated that pt obtained a blood glucose result of 190 mg/dl, while using the suspect device. Approx 2 minutes later, pt's blood glucose was reportedly retested, on a physician's blood glucose monitor, with a result of 93 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.